Event description:
Pt's daughter in-law reported issues with pt's solis pump yesterday. Pt's daughter in-law reported their husband was completing change yesterday and the pump made noises, started beeping and then did not turn on and went black. Pt's daughter in-law was not home at the time and checked pump today and it did turn on but they are afraid to use it at next change. They would prefer to replace pump. Pt is infusing on back up pump and is doing fine and is due to change tomorrow. Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Dose/amount: treprostinil - 54ng/kg/min. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes, did we replace device? Yes; " did the patient have a backup device they were able to switch to? Yes - if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Ongoing.